Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. As neither article nor lot number is known, the review of the quality records could not be performed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced above. Should additional information become available and/ or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The patient, through counsel, is pursuing a product liability claim arising out of the alleged use of the durom acetabular component. It was reported that the patient received a hip implant on (B)(6) 2008 and was revised on (B)(6) 2012, due to an unknown reason. It is unknown if the hip product is actually the durom cup and if the products will be returned to zimmer.